Event description:
Event description cpi received information that a patient with a ventritex ICD and cadence/endotak (0064) system was having 'inappropriate shocks'. The physician elected to extract the endotak lead (0064). It was discarded.